Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model, and # d4 - unique identifier (UDI) was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). Our field service engineer investigated the device on-site, where the issue was confirmed. To address the issue, the inspiratory pressure transducer printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirms the reported issue with the failed pressure transducer test, as well as failed internal leakage test and alarm for high positive end-expiratory pressure (peep). The replaced inspiratory pressure transducer pcb was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The pressure transducer pcb was then placed in a reference ventilator for simulated use testing. During this testing, the puc failed the pressure transducer test, the internal leakage test, safety valve test, and the patient circuit test. During ventilation, several alarms were generated, such as high peep, high respiratory rate, and safety valve test failed. The zero-pressure voltage was measured and exhibited a significant offset drift, which explains the reported issue. When measuring the wheatstone bridge, no significant imbalance was found. Additionally, a microscopic investigation was performed, revealing no dirt, debris, or particles inside the pressure sensor's cavity that could impact its measurements. Our conclusion is that the device failed to meet its specifications and the issue was caused by a defective pressure sensor on the returned pressure transducer pcb. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).